Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc defib impedance was 254 ohms on (B)(6) 2015. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) coil impedance. A lead fracture was suspected. Evaluation with arm maneuvers showed stable measurement range. The alert was turned off. The lead remains in use. No patient complications have been reported as a result of this event.